Event description:
Sbi radial head left implant placed in late 2007. Found to be failed implant in 2008. Loss of fixation between 2 pieces of radial head prosthesis. Slid off by about 50%. Complication of prosthesis locking mechanism. In 2008, radial head replacement performed. Dates of use: 2007 - 2008. Diagnosis or reason for use: fx left radial head.